Manufacturer narrative:
The reported malfunctions were observed and attributed to a system interconnection cable that was not properly connected. The cable was reconnected to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test and was intermittently not powering up. Complainant indicated that there was no patient involvement in the reported malfunction.